Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized three times in one year due to diabetic ketoacidosis. The customer blood glucose level was unknown at the time of hospitalization. Customer also stated bruises and cords was horrible along with reactions to stickers. The device will not be returned for analysis.